Manufacturer narrative:
The customer's report was duplicated and attributed to a broken main knob. The main knob was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up.. Complainant indicated that there was no patient involvement in the reported malfunction.